Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the customer reported issue. The cse replaced the exhalation flow sensor, which resolved the customer reported issue. The ventilator passed extended self-testing. (B)(4).

Event description:
The customer reported ventilator becoming inoperable. The patient was switched off the ventilator. There was no patient harm reported.